Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was not able to login because the account was locked. A technical support specialist (tss) informed the customer to reach out to their it/active directory team to unlock their account or reset their password to resolve the issue. Tsc tried to reach out to customer but there was no response received from customer and so the case was closed and sent email to customer for case closure.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, they couldn't log into pyxis. The customer stated that this malfunction caused a delay in dispensing the medication to the patients. However, there were no adverse events or injuries reported based on this event.